Manufacturer narrative:
Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: idrive ultra demonstrated uncontrolled articulation to one side. There was no patient involvement, no adverse outcome, and no extension of surgery time.